Event description:
Pt called to report adverse events regarding the ventralex hernia patch. Pt stated she had the patch implanted for hernia repair in (B)(6) 2008, and soon after, she began having severe pain and would use the bathroom about 30 times a day. She stated she was diagnosed with interstitial cystitis which causes her severe pain. She stated she can't sit or stand for long periods of time and feels like there is an abscess inside of her. Pt said she takes pain medications, but still experiences a lot of pain. She stated she wakes up in burning pain and has trouble sleeping. She also said her bowels have changed. She said her life has been affected and she is now disabled. She said she has problems taking care of her 4 kids and keeping up with their daily activities.